Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on stomach resection, the surgeon was not able to squeeze the handle and the device did not fire. All reloads prior and after the faulty reload did fire but this reload did not fire. A new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.